Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that the patient underwent successful stent assisted-coil embolization for an un-ruptured clot located at the basilar apex artery. Post-procedure, the patient was assessed neurologically with nihss of 1 and mrs of 3. Two month and six month post-procedure nihss was 0, mrs was 0. Twelve month post-procedure nihss was 0, mrs was 2. At 12 month follow-up, the imaging revealed vessel stenosis of 55%. There was no associated patient adverse event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, adverse events associated with the use of stent or with the endovascular procedures include, but are not limited to: restenosis and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that the patient underwent successful stent assisted-coil embolization for an un-ruptured clot located at the basilar apex artery. Post-procedure, the patient was assessed neurologically with nihss of 1 and mrs of 3. Two month and six month post-procedure nihss was 0, mrs was 0. Twelve month post-procedure nihss was 0, mrs was 2. At 12 month follow-up, the imaging revealed vessel stenosis of 55%. There was no associated patient adverse event.